Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in in nozzle. There was no damage to the area where the foreign material was detected and there was no deviation from instructions for use in reprocessing steps for the area foreign material remained. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the issue was due to problems related to reprocessing. In addition other issues included: the ob lens had a crack and chips due to a shock caused by dropping and knocking the endoscope to a hard surface or object, there was multiple angle wires that was stretched, a part of the insertion tube was caught and pinched and had become deformed, and. There was a non-olympus insertion tube that buckles found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a clogged nozzle with white debris in it and a non-olympus nozzle. There were no reports of patient involvement.